Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was not hospitalized. The cause of death is unknown as the case is pending further investigation. The caller stated that the customer had no illnesses leading up to their passing. The customer's blood glucose was 391 mg/dl the night before the customer passed away. The customer was wearing the insulin pump at the time of death. The customer was not using sensors at the time of passing. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with no response on all buttons. Unable to determine root cause due to pump preservation. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window. Data analysis: there is no data listed for the date of (B)(6) 2017 due to pump received without battery installed.